Event description:
During setup of a foley catheter the green hub for balloon water inflation site disconnected from the molded part on the catheter, making inflation of the balloon impossible. The whole catheter kit was discarded and started again with new kit. This occurred twice in a week.